Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions), h10 it was being reported that before use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "storage of electricity regularly". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation while repairing the content of an unit it was being found that the :- 1) #2 battery can not store electricity properly. 2) the #1 battery can store electricity normally and device can be used normally. There is no involvement of the patient during this incident.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has a battery #2 abnormality. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).